Event description:
The customer reported that her blood glucose reached 300 mg/dl, and that when she checked the pod, she noticed that the needle was visible, but the cannula was not available. The pod was worn for 4 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.